Manufacturer narrative:
(B)(4)

Event description:
The customer complained of erroneous inr results for 1 patient tested on 2 coaguchek xs meters with 2 different strip lots. This medwatch will cover strip lot 24403114. Refer to medwatch with (B)(6) for information on strip lot 23547511. The patient was tested with coaguchek xs meter serial number (B)(4) using strip lot 24403114 at 2:43 p.m. And the result was 4.8 inr with a data flag. The patient was tested with coaguchek xs meter serial number (B)(4) using strip lot 23547511 at 3:00 p.m. And the result was 6.9 inr with a data flag. The patient¿s therapeutic range is 2.0 ¿ 3.0 inr. A venous sample was drawn to check the patient¿s inr at the laboratory and to perform a complete blood count. These results were not available. The patient¿s warfarin is being held until the laboratory results are returned. No adverse event occurred. The patient is in stable condition. Both meters and associated test strips were requested for investigation. Relevant retention test strips (lot 244031-14) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 124158-80). For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material was acceptable.

Manufacturer narrative:
The customer returned the meter. The test strips were not returned. The returned meter was tested in comparison to a retention meter and master lot strips. Two human blood samples from warfarin donors and internal reference meters were used. Donor #1 inr: 2.9 inr. Donor #2 inr: 2.0 inr. Donor #1 hct: 53%. Donor #2 hct: 45%. Donor #1: master lot: 3.0 inr. Donor #1: customer meter and master lot strips: 3.0 inr. Donor #2: master lot: 2.0 inr. Donor #2: customer meter and master lot strips: 2.0 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet the specification. A specific root cause was not identified for this event. Additional information was requested for investigation but was not returned. No information was provided in the complaint that would point to a cause for the discrepant results.